Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was returned for evaluation. During the visual evaluation, a circumferential break was noted to the catheter at the proximal to the balloon exposing the inner guidewire lumen. No other specific anomalies were noted and no functional testing was performed due to the nature of the complaint. Two photos were reviewed. The first photo shows the balloon and the catheter, which had a circumferential break at the proximal to the balloon exposing the inner guidewire lumen. The second photo shows the product packaging label, the product information are matching with the system; no other specific anomalies were noted. Therefore, based on the photo review, the reported break can be confirmed. Therefore, based on the submitted photo, and the returned sample the investigation for the reported break was confirmed as a circumferential break exposing the inner guidewire lumen was able to be observed. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3, h6 (method). H11: b5, h6 (patient, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the device allegedly had a break in the catheter shaft. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly broke. There was no reported patient injury.